Event description:
Pt's mother reported her daughter's blood glucose (bg) was "over 400 mg/dl" and she had to go to the hosp. The pt's mother was unsure what caused the issue, however, she did report that the hcp had adjusted the pdm settings the previous day. The mother could not be reached for f/u.

Manufacturer narrative:
The pod was discarded and therefore not returned for eval. We are unable to confirm any malfunction that may have caused or contributed to the pt's hyperglycemia. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns, "if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises to "check your blood glucose at least 4 to 6 times a day" to avoid high blood glucose. The user guide instructs to treat hyperglycemia as follows: if bg is 250 mg/dl or above then check for ketones. If ketones are present, follow hcp's guidelines. If ketones are not present, take a correction bolus as prescribed. Check bg again in two hours. If levels have not decreased, take a second bolus by injection using a sterile syringe. If feeling nauseous at any point, check for ketones. After another 2 hours (total of 4), if bg remains high, replace the pod and contact an hcp for guidance.